Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient symptoms. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, this report will be updated. H11: this is an addendum to the initial emdr to document receipt of a maude event report which provided additional information not previously reported. The additional information does not change the initial conclusion, at this time no conclusion can be made. The additional information included product identifiers indicating the device in question to be a 3dmax light mesh. A review of the manufacturing records was performed, and found that the lot was manufactured to specification. Updated fields: b4, b5, d4, g4, g7, h2, h4, h6, h11 corrected fields: d1, g5.. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : remains implanted.

Event description:
It was reported that on (B)(6) 2017 the patient underwent a left side inguinal and umbilical hernia repair using a bard/davol 3dmax mesh. As alleged the patient has experienced chronic pain in the groin, hip and testicles, pain during sex, numbness in left leg and thigh, and nausea. Also alleged is dental, eye (rash) and tongue issues that all began the day of the surgery. It is alleged that the patient underwent a "denervation" surgery (x2) with no relief. It is alleged that the patient is unable to work and cannot lift anything without experiencing pain. As reported, "not one single doctor will even acknowledge the mesh as a problem." Addendum per maude event report (mw5087493): "patient called to report adverse event involving his 3dmax mesh. Which was implanted on (B)(6) 2017 for a left inguinal hernia. Patient stated that since implantation of the mesh, he's had constant pain and feels worse than before the surgery. Patient said he has constant abdominal pain. Left side burning, stinging and numbness, issues with his tongue and mouth, rash, can't sit or stand too long, and his left leg goes num. Patient stated he can no longer work and is on disability. Patient stated he had a second surgery on (B)(6) 2018 to help relieve pain, but he's still having issues and constant chronic pain. Patient said he is trying to find out more information about his mesh, but his doctors will no longer help him."

Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient symptoms. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, this report will be updated. Remains implanted.

Event description:
It was reported that on (B)(6) 2017 the patient underwent a left side inguinal and umbilical hernia repair using a bard/davol 3dmax mesh. As alleged the patient has experienced chronic pain in the groin, hip and testicles, pain during sex, numbness in left leg and thigh, and nausea. Also alleged is dental, eye (rash) and tongue issues that all began the day of the surgery. It is alleged that the patient underwent a "denervation" surgery (x2) with no relief. It is alleged that the patient is unable to work and cannot lift anything without experiencing pain. As reported, "not one single doctor will even acknowledge the mesh as a problem."